Manufacturer narrative:
H3. Device evaluation: h3. Device evaluation: customer report of calcification, degeneration, and stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Leaflet 1 had a 12 mm tear near commissure 1 and a 3 mm tear near commissure 2. Leaflet 2 had a 1 mm and 2 mm tear at the cusp. Leaflet 3 had a 12 mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8 mm on leaflet 3 at the inflow aspect and 10 mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Sewing ring was cut in multiple areas around the valve and exposed metal band. Wireform was exposed on commissure 3 at the outflow aspect. Sutures remained attached to the sewing ring.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 3 years,11 months underwent a valve-in-valve procedure due to calcification, degeneration, severe stenosis, and mild regurgitation. A 23mm non-edwards transcatheter valve was implanted. The patient transferred to the ICU in stable condition. The patient was discharged home on pod #2 in stable condition. The 23mm 3300tfx surgical valve and non-edwards transcatheter valve were explanted together after an implant duration of 9 years, 7 months.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected: b5. Updated: b4, d4, g3, g6, h2, h3, h4, h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device was returned for evaluation. As received, customer report of calcification, degeneration, and stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Leaflet 1 had a 12 mm tear near commissure 1 and a 3 mm tear near commissure 2. Leaflet 2 had a 1 mm and 2 mm tear at the cusp. Leaflet 3 had a 12 mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 10 mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Sewing ring was cut in multiple areas around the valve and exposed metal band. Wireform was exposed on commissure 3 at the outflow aspect. Sutures remained attached to the sewing ring. The reported stenosis was confirmed through medical records. It cannot be conclusively determined that the calcification observed in the product evaluation above was present at the time of the transcatheter valve replacement and caused the reported symptoms of severe stenosis and mild regurgitation after being implanted for nearly 4 years. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 3 years,11 months underwent a valve-in-valve procedure due to severe stenosis, and mild regurgitation. The patient presented with recently decompensated heart failure, ef 10 %. A 23mm non-edwards transcatheter valve was implanted. The patient transferred to the ICU in stable condition. The patient was discharged home on pod #2 in stable condition. The 23mm 3300tfx surgical valve and non-edwards transcatheter valve were explanted together after a total implant duration of 9 years, 7 months for the edwards surgical valve. The device has been returned and evaluated; see product investigation.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. The root cause was likely patient related factors and the progression of the underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23 mm 3300tfx aortic valve implanted for approximately four years underwent a valve-in-valve procedure due to calcification, degeneration, and stenosis. A 23 mm non-edwards valve was implanted. The patient was discharged.